Manufacturer narrative:
Medwatch was sent to FDA on 11/20/2015. Device labeling addresses: capsular contracture - patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant deflation, and it is one of the most common reasons for reoperation. Patients should also be advised that additional surgery may be needed in cases where pain and/ or firmness are severe. This surgery ranges from removal of the implant capsule tissue to removal and possible replacement of the implant itself. This surgery may result in loss of breast tissue. Capsular contracture may happen again after these additional surgeries. Capsular contracture may increase the risk of deflation.

Event description:
Health professional reported right side capsular contracture, baker grade unknown, and a right side "autoinflation" where the device inflated to approximately 900cc's. Device was removed.

Manufacturer narrative:
There was no reported particulate material or discoloration of the fluid from the reporting site upon complaint intake. In addition, the complaint reporter did not note on the allocated space on the returned goods authorization form that there was any discoloration of fluid or particulates involved. The explanted device was received in the lab 22 days after explantation. Analysis of device noted as follows: the device contained 669.29 grams of brown fluid. Black, brown and white particles were observed on the inner surface of the implant. Brown particles were observed on the outer surface of the implant. Black particles were observed in the fill channel (exterior to the integral shell of the implant). No leakage or blockage was found during the fill inspection. The diaphragm valve was partially delaminated from the implant shell.

Event description:
Health professional reported right side capsular contracture, baker grade unknown, and a right side "autoinflation" where the device inflated to approximately 900cc's. Device was removed.